Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The was reported that a procedure cancellation occurred. A farastar ablation generator was selected for a faraview procedure. The generator gave error 301 even though the catheter position looked good and spline spacing seemed appropriate. No error 201 or other error was noted. The issue persisted even after the catheter was repositioned, generator was restarted and cable was reconnected, repositioning catheter, ensuring appropriate spline spacing. Additionally, farastar connection cable, replaced msm to generator gen 2 cable, replacing farawave catheter, restarting farastar generator. However, the issue persisted. The procedure had to be cancelled when the patient was already sedated. No device is expected to return.